Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after loading a cartridge with 150 units of insulin. An additional 80 units of insulin were added to the cartridge and the customer subsequently received multiple cartridge alarms (alarm 05 and 06). Reportedly, the customer had followed the prompts when loading the cartridge and was not outside of the labeled operating altitude range at the time of these alarms. Customer's blood glucose level was 263 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.